Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2010 that there were coupling or communication issues. The caller was getting 0-2 bars coupling. The pocket appeared to be superficial and pretty parallel under the skin. The company rep reported that there was a very mild tilt in the implantable neurostimulator (ins) position in the pocket. There appeared to be bandages present. The ins might have been flipped but was unconfirmed. On (B)(6) 2010 the pt wanted to know hypothetically if a device was flipped, which way leads would be facing. On (B)(6) 2010 the pt went to operating room and the ins was flipped back to normal. The surgeon used suture to secure in place and pt was currently doing very well and recharging normally.